Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient complaint of "clunking" in the joint. Intra-operatively, surgeon reported the existence of metallosis and trunnion wear.

Event description:
It was reported that patient's right hip was revised after patient complaint of "clunking" in the joint. Intra-operatively, surgeon reported the existence of metallosis and trunnion wear.

Manufacturer narrative:
An event regarding wear involving a metal head and an accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information/the device becomes available to indicate further evaluation is warranted, this record will be reopened.